Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the correct date of implantation for the suspected medical device was (B)(6) 2013. Mentor also became aware that as a result of the right breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 600cc saline catalog #3502600 lot: 7545516 sn: (B)(4). (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 600cc saline, catalog #350260,0 lot #6740434, sn #(B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 600cc saline breast prostheses. Deflation of the right breast prosthesis was determined. As a result, the patient is scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On 6/29/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 7/2/2018, mentor became aware that the correct date of implantation for the suspect medical device was (B)(6) 2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).